Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag motor showed an m4 error message.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag motor (serial number: (B)(6)) producing a m4 motor alarm was confirmed during evaluation of the returned unit at the european distribution center. When functionally tested alongside a test centrimag console, the reported event was reproduced, and a m4 motor alarm was observed. The root cause of the reported event could not be conclusively determined via this analysis, as the centrimag motor was scrapped per the customer¿s request. The device history records were reviewed for the centrimag motor (serial #: (B)(6)), and the motor was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. L) section 3 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. L) section 9 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. L) table 13 entitled ¿console alarms & alerts¿ addresses how to properly interpret and troubleshoot system alarms, including m4 alarms. This table informs the operator that an audible alarm will sound in the event of an m4 alarm; however, the system will continue to operate. The operator is instructed to switch to the backup system if the acknowledge button is pressed and the alarm message does not disappear. No further information was provided. The manufacturer is closing the file on this event.